Event description:
A customer contacted beckman coulter inc (bec) to report hydro pneumatic error and waste sump leak. The leak was contained to the hydro drawer. No injury or exposure was reported.

Manufacturer narrative:
Customer technical specialist assisted the customer to stop the hydro, and remove and clean the canister thoroughly. Cts instructed the customer to wipe the float rod with alcohol. Service was not dispatched. As of (B)(4) 2011 no issues been reported. The customer to call back if issue returns. (B)(4).